Event description:
(B)(4).

Event description:
It was reported that stylus pen of the programmer had intermittent capture. It was also reported the touch pen port was broken. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The stylus functions. The stylus end that plugs into the programmer is loose, not the connection on the programmer. The stylus was reseated and was able to select and move around the screen using the stylus with no fault found.